Event description:
Screws backing up. During a routine appointment, the doctor noticed on the x-ray that 3 screws were migrating. No infection is present. Note also that we see a fracture on the opposite side of the cortex. We see a small fracture initiation on the post-op photo and it seems to have worsened on the 6 week post-op photo.

Manufacturer narrative:
During a routine appointment, the doctor noticed on the x-ray that 3 screws were migrating. The screws that have migrated are the screws at position d, e and f. No infection is present. No infection is present. Also we see a fracture on the opposite side of the cortex. A second surgery was performed to remove two of the three screws in place and one screw was re-screwed. Investigation could not be completed, no device was returned. However , it was noted that the device had no defect and review of the device history record indicates that the device was manufactured to specifications. The event was not caused by wrong labeling or wrong instructions for use. Bodycad considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened and a follow-up medical device report will be filed accordingly.